Manufacturer narrative:
The reported information and the submitted electronic log file provided basis for the investigation. According to the log entries the affected case started on (B)(6) 2015 at 08:06 using the ext. Outlet and was continued using volume mode from 8:18 on. At 8:58 the ventilator board stopped its can/sa-bus communication, which interrupted the communication between user interface (mobi) and ventilator as well as the one to the gas mixer. The primus reacted as specified for this internal failure, initiated a shutdown to monitoring mode and generated a gas + vent fail alarm. Monitoring and manual ventilation remain possible in this state so that the user is able to continue the procedure, as reported in this particular case. The issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be electromagnetic radiation or electrostatic discharge of the user during interactions with the device. The primus is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standard (iec 60601-1-2).

Event description:
It was reported that the device stopped automatic ventilation during a case. The patient case was continued with IV-anesthesia and manual ventilation. The automatic self- test of the device reportedly passed without findings after the event. The device was tested by a draeger service technician who was not able to reproduce the reported symptom. No consequences for the patient but the case reportedly took about 15 minutes longer than expected.